Event description:
It was reported that the device went into backup vvi mode after the device was used to deliver a cardioversion shock to treat atrial fibrillation. Device information indicated that a power-on-reset had occurred. Device was explanted and replaced. Patient condition is good.

Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory. Review of the device image revealed that a power-on reset occurred during hv therapy delivery due to a shorted output. The device was tested on the bench and using automated test equipment and no anomalies were found. The root cause of the shorted output could not be determined.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
Additional information received indicated that prior to device going into backup vvi mode patient had experienced swelling and respiratory difficulty and was hospitalized.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.